Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the harmonic ace instrument blade was broken off and the piece fell inside the patient. The entire piece was retrieved during the same procedure. Additionally, the system displayed "tighten the assembly" prompt. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade at the base ¿ the broken piece, approximately 0.22" was not returned for evaluation. This failure is typically attributed to mishandling. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed that the instrument blade was detached. No conclusive determination could be made based on the photo analysis alone.